Event description:
It was reported, during an implant procedure, the lead would not fully deploy in the patient. Consequently, this lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies were found. It was noted that the connector pin was bent, there was blood in/on the helix, and there was a tip seal observation.